Event description:
Customer reported an issue where the insulin pump's gauge displayed a different amount than expected, indicating a discrepancy of over 30 units from what was anticipated. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by loading a new cartridge, and technical support advised the customer to call back for further troubleshooting if the issue reoccurs. No additional information was received regarding the outcome of this event.